Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot, current, fall-off and insulation resistance tests. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the orange (+5v) wire was open in the trunk cable connector. The cause of the test failures was the open wire. The root cause of the open wire cannot be positively identified but was likely physical abuse to the trunk cable connector. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.